Event description:
It was reported that the patient experienced a leak following a colorectal procedure. He stated based on the timing of the leak, he believes it was a technical error, either him or the device. A cdh29p was used to create the anastomosis. Leak test was performed at time of surgery and donuts were reviewed at time of surgery, neither indicating there should be concern with the anastomosis. Re-operation was done, and the patient was diverted and washed out.

Manufacturer narrative:
(B)(4). Only event year known: 2022 batch #: unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2022. The surgeon has been using the device since (B)(6) 2020 not (B)(6) 2021.

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022. D4: batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? - unknown did the patient receive any preoperative chemotherapy or radiation? - unknown what is meant by, ¿he believes it was a technical error?¿ was it a technical error on his part or on the devices part? ¿ he stated that he cannot confirm whether the technical error was on his part or the devices. He said when a leak occurs in the timeframe that it did, it is classified as a technical error. Were there any issues experienced with the device in the initial surgical procedure? ¿ not to his knowledge at the time of surgery what healthcare professional fired the device and what is his/her experience with the device? ¿ the surgeon fired the device and he has used it since fall 2021. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? ¿ he confirmed it is his practice to wait 15 seconds. Were there any issues with device use/firing? - not to his knowledge at the time of surgery what confirmation was received that the device completed the firing sequence? ¿ he stated there was nothing to indicate the device fired incorrectly was the green checkmark visible at the end of the firing? - he stated there was nothing to indicate the device fired incorrectly how many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ unknown was there any difficulty removing the device? ¿ he stated nothing at the time of surgery indicated there would be something wrong with the anastomosis was a complete transection of the white breakaway washer visually confirmed? ¿ unknown were there any issues noted with staple formation? If so, please describe the shape and location. - he stated there was nothing to indicate the device fired incorrectly was the staple line visualized endoscopically during the initial surgical procedure? - yes how many days postoperative did the leak occur? ¿ he stated about 2 days later how was the leak identified? - unknown. What was observed at the site of the leak upon reoperation? - unknown. How was the leak addressed? - diverted. What is the current patient status? - unknown.